Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.user was asked to re-link their sensor. After re-linking the sensor, the user can resume using the system normally, entering all bg values as calibrations or events when differences are observed.dms review shows user is currently using the system with information up to date and currently entering calibrations for reinitialization phase.